Event description:
It was reported that post procedure following the use of a cutting balloon, the patient died. There was no vessel perforation or dissection during the procedure where the unspecified flextome monorail cutting balloon as utilized. An unspecified period of time after the procedure, the patient came back with thrombus in the location of treatment by the cutting balloon which was subsequently stented. The patient was taken for surgery and implantation of a non-bsc cardiac assist device. The patient then expired during surgery.

Manufacturer narrative:
Device evaluated by MFR: the device has not been returned for analysis, and therefore no technical analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)